Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the rn was starting a new line and when she went to pre-flush the extension tubing, one of the y-sites broke off at the connection. The tubing had not yet been connected to the patient.